Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loose tibial component. Doi: (B)(6) 2014; dor: (B)(6) 2018; left knee.